Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a (B)(6) patient in cardiac arrest. The patient was aligned on the platform and the lifeband was lifted. The platform performed one compression, then it stopped and displayed "stopping" followed by the prompt: "realign patient". The crew checked the patient alignment, re-adjusted the lifeband, and re-started the autopulse platform. The platform would re-size and stop after one compression. Following this, manual CPR was immediately performed. No consequences or impact to patient. After the call, the platform was tested with the manikin. The platform stopped after one compression and displayed a user advisory (ua) 02 (compression tracking error). The lifeband was replaced, however, the platform stopped again with the user advisory (ua) 02. The user was unable to clear the error.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn 35080) would stop compressions and display user advisory (ua) 02 (compression tracking error) was confirmed during functional testing and based on the archive data review. The root cause of the reported issue was the defective drivetrain motor, likely due to a defective component. Visual inspection was performed and found no physical damage to the autopulse platform. The archive data review showed multiple (ua) 02 advisory messages around the customer's reported event date, thus confirming the reported complaint. During functional testing, the autopulse platform slowed the take-up and then stopped after performing a few compressions and displayed a (ua) 02 error message, thus confirming the reported complaint. The drivetrain motor assembly needs to be replaced to remedy the faults. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with 35080.